Manufacturer narrative:
Model # and UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Normal wear and tear of the device was noted. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The technician was unable to confirm reported problem. The root cause of the reported problem could not be determined. No actions were taken.

Event description:
It was reported the product had a low fluid alarm. No patient injury was reported.